Event description:
During an ankle fusion procedure, the tip of the 5.0mm cannulated drill bit, large qc/300mm broke off and was left in the pt. Surgeon used another drill bit to complete the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device has been received and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.